Manufacturer narrative:
Arrow buttons did not respond due to moisture damage keypad traces. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump had moisture damage on electronics. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received a battery out limit alarm and they were unable to clear the alarm. The customer's blood glucose was 147 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.